Event description:
Complaint report states, in 2009: a catheter was placed in the left subleasing vein and a port was placed in the anterior chest. The following month: there was less resistance than usual when anticancer agent was injected. Thus the fluoroscopy was performed and it confirmed that the catheter was disconnected from the port and moved to the left pulmonary artery. Sometime after in the same month: the catheter was removed from the left pulmonary artery at a different medical facility. The port was removed from the pt and a new port and catheter (MFR is unk) were placed at hospital. Twelve days later: the treatment with anticancer agent was restarted using the new port and catheter." The pt's condition has been good.

Manufacturer narrative:
Results: an inventory of the returned pieces included the port body, catheter (approx. 18.5cm) and the catheter lock w/ attached locking sleeve. All components were dimensionally characterized and found to be within manufacturing specification. A visual inspection of the port was conducted. Bruising inherent of a proper connection was not found on the returned portion of catheter. A lack of bruising on the catheter would suggest that the catheter was not properly advanced past the ring of the port outlet tube. It is suggested in the device IFU that the port be anchored using the suture holes on the port body. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube. None.